Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that tones were coming from the cardiac resynchronization therapy defibrillator (crt-d). The patient was seen in the clinic and the right ventricular (rv) lead had elevated impedance. The rv lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.